Event description:
Patient undergoing bone marrow biopsy. Reportedly, after the bone marrow aspirate needle was inserted into the patient, the introducer was removed and the handle fell off. The procedure continued without reported incident and no patient harm was reported.